Manufacturer narrative:
The device was returned for analysis. The reported ¿sutures and knot were outside the device out of the packaging¿ was not confirmed as the device was returned with evidence of use in the anatomy. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that three proglide devices were taken out of the packaging, it was observed the sutures and knot were outside the devices. The devices were not used in the patient. Per return analysis, the devices returned show signs of usage. It was observed that all devices had the loop formed but was caught in the suture bearing. Based on devices returned condition, intervention would have been necessary. No additional information was provided.